Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." And number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00629 / 00631).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2013 due to pain, loosening, and pseudotumor. The cup, head and taper adapter were removed and replaced.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Examination of the returned devices found little evidence of bony ingrowth on the cup. The head and cup appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. Based upon the appearance of the parts, wear rates did not appear to be excessive. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00629-1 / 00631-1).